Manufacturer narrative:
Device eval: the suspect device eval has not been completed. The customer did not provide a lot number. Therefore, a review of the device history record or complaint database could not be performed. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Eval conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that the roller clamp is not holding. It looks like it was slipping off the track. Customer used hemostats to clamp tubing. No harm or injury was reported.